Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified. The root cause of the issue could not definitively be determined, however, it was confirmed that the facility reprocessing was not implanted in accordance with the device IFU, which may have resulted in the observed foreign material. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿inspection of the spray function¿ ¿1. Cover the spray valve hole with your finger¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Corrected device reprocessing survey/questionnaire information: - the device air/water nozzle was not wiped/brushed with a clean lint free cloths, brushes, or sponges. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was noise in the image displayed by the evis lucera gastrointestinal videoscope. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material was. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, a noisy image occurred. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was dirty due to water leakage. Due to a dent on channel-tube, forceps cannot be inserted smoothly. Scratches were found throughout the device. The coating of the connecting tube was peeling. Connecting tube had a wrinkle. Paint on air / water-cylinder and suction cylinder was peeled. Suction cylinder was shaved. Control unit had discoloration. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.